Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the johnson and johnson reach clean burst icy spearmint dental floss for general oral hygiene (route: dental, lot number 0102d, expiration date and frequency unspecified). After an unspecified duration, while using the floss, the consumer noticed that the entire metal cutter broke off from the container. She tried to reinsert the cutter back into the container but it did not help. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 05-mar-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the johnson and johnson reach clean burst icy spearmint dental floss for general oral hygiene (route: dental, lot number 0102d, expiration date and frequency unspecified). After an unspecified duration, while using the floss, the consumer noticed that the entire metal cutter broke off from the container. She tried to reinsert the cutter back into the container but it did not help. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 20-feb-2014. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 0102d. The final packaging records were reviewed and all quality checks for all in-process testing had met specification. The sample had not been received. The retained sample was evaluated and did not present defect on the cutter or the insert. Review of manufacturing related issues documentation did not reveal issues associated to the complaint. Based on investigation results with respect to device history record review, retained sample evaluation, trend analysis and manufacturing related issues, it could be concluded the device meets specification. Disposition was undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.